Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be implanted to treat a malignant stricture in the bile duct during a biliary stent implantation procedure performed on (B)(6) 2022. During the procedure, the outer sheath was damaged and the stent delivery system was unable to cross the stricture. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another wallstent biliary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a MDR-reportable event based on investigation results which revealed that the stent wire punctured the clear outer sheath of the delivery system.

Manufacturer narrative:
(B)(4). A wallstent biliary uncovered stent and delivery system were returned for analysis. The stent was received partially deployed. Visual examination of the returned device found stretch marks on the outer clear sheath and one stent wire puncturing the outer clear sheath. A dimensional inspection was performed and the distal section of the outer diameter of the delivery system was found to be out of specification. No other damages with the stent and delivery system were noted. The reported event of sheath damaged was confirmed; during visual inspection stretch marks were found on the outer clear sheath. The reported event of difficulty crossing lesion could not be confirmed; the event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The damages noted on the returned device were most likely due to procedural factors encountered during the procedure. It may be that handling and manipulation of the device, the techniques used by the user, the characteristics of the lesion and normal procedural difficulties encountered during procedure, limited the performance of the device and contributed to the sheath damage and stent wire puncture of the outer clear sheath. This could lead to incomplete deployment and the partially deployed stent could have caused the outer diameter of the clear sheath to be out of specification in the distal section. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.